Manufacturer narrative:
The technician found the head up valve is sticking. He replaced the head up valve to repair the bed.

Event description:
Info received indicates the head section won't go up using the siderail functions or manual controls and the battery led is lit.